Event description:
It was reported that the patient had been brought to the hospital on (b)(6) 2026 where they were admitted with declined blood glucose (BG) levels at 3.7 mmol/L (66.6 mg/dl) while wearing the Pod on their leg for between 49 and 71 hours. Symptoms reported include loss of consciousness, seizures, vomiting, and eye blurriness. The patients diagnosis and treatment is unknown at this time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.